Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, the patient felt pain while working then suffered a fall. A revision procedure was performed on (B)(6) 2011, to remove and replace the fractured femoral stem.

Manufacturer narrative:
Evaluation of returned device including the screw components showed evidence of bending fatigue. The screw had also fractured due to bending fatigue, initiating on the lateral side. All areas that could be measured and were not damaged were found to meet specifications. (B)(4).

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2009. Subsequently, the patient felt pain while working then suffered a fall. A revision procedure was performed on (B)(6), 2011 to remove and replace the fractured femoral stem.